Event description:
Reported via patient call center. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device was implanted. Approximately 4 months post implant, the patient reported that their closure device is leaking, and surgical intervention will be required on an unknown future date.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. E1: (B)(6).